Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tsb45 instrument, with original cartridge, did not fire completely, several staples were not closed totally. The surgeon had to replace the cartridge, which went well cartridge was thrown away. Another instrument was used to complete the case. There was no consequence to the patient.